Event description:
It was reported that following a percutaneous transluminal coronary angioplasty/stent procedure, a distal dissection was visualized and required the placement of an additional distal stent. Reportedly no pt injury was associated with this event.